Manufacturer narrative:
Motor error alarmed during the basic occlusion test and compromised force sensor alarmed during the prime/delivery test at 3.5 lbs due to faulty forced sensor resistor. Motor passed motor test. Pump passed the stop current test, run current test and displacement test. Unable to perform the self-test, unexpected restart error test, off no power test, occlusion test and no delivery test due to compromised force sensor alarm. Pump had cracked case at display window corner, battery tube threads, reservoir tube and minor scratched display window.

Event description:
Customer reported via phone call to have received excessive compromised forced sensor alarms. Customer's blood glucose was 117 mg/dl. Customer was advised that insulin pump would need to be replaced.